Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "???","no readings", "sensor error", or hourglass occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the reporter stated the patient passed out around 6:00pm. During this time the cgm had no readings. The patient's parents checked the patient's bg with a finger stick; however the value was not provided. The patient regained consciousness after ten minutes. The patient's parent's called 911 and when the paramedics arrived, they checked the patient's bg and it was reported to be over 500 mg/dl. The patient was not provided any treatment other than being given water. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.